Event description:
It was reported that a transmission observed the right atrial (ra) lead with possible far field r-wave (ffrw) oversensing. The right ventricular (rv) lead also exhibited oversensing. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.